Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 800 mg/dl. The date of hospitalization was unknown. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin. It was unknown that the auto mode feature was active at the time of incident or not. Customer confirm the settings have been accurately programmed. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.